Event description:
It was reported there was oversensing noise on the right ventricular (rv) lead which resulted in pacing inhibition noted on remote transmission. On (B)(6) 2025, the physician elected to cap the rv lead and replace it with a new lead. The patient's condition was stable.